Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination found no malfunctions.

Event description:
Related MFR report number: 2017865-2023-95807. It was reported that the patient presented with an infection. The physician elected to explant the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.